Event description:
Customer reported the system is mixing up images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and deleted the patient.dat, header.dat, and shotlog.dat files. System operates as intended.